Manufacturer narrative:
(B)(4). Correction: upon further investigation by baxter, this event has been determined to be non-reportable.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 813:01 as a cascade failure from 810:11. The root cause of failure code 810:11 was determined to be moisture in the tubing channel. The tubing channel was cleaned to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 813:01. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that this condition was a cascade failure from failure code 810:11, which interrupted delivery. There was no patient involvement. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.